Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet during periods of soccer training when frequently disconnecting from the pump, with a highest blood glucose of 296 mg/dl and approximately five hours above target overnight; no alerts or alarms were reported. Symptoms included feeling sweaty and hot. Outcomes included the use of backup therapy with subcutaneous insulin administered by a caregiver and temporary disconnection from the ilet for approximately 2.5 hours before reconnecting; no ketone testing, medical intervention, or hospitalization occurred. Investigation included internal troubleshooting and education, with referral to the healthcare provider for activity management guidance. Investigation of this case revealed no device malfunction or alarm behavior and an unclear cause of hyperglycemia, with user management factors during sports activity as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.